Event description:
Health professional reported a hole was discovered in the lap-band device. The device was explanted. Additional info gathered from the physician noted the port had been replaced about fifteen months after the initial implantation of the device. The physician had performed a leak test, but could not confirm a leak in the port. After an additional five months, the pt still could not feel any restriction, so the physician performed another leak test and discovered a hole in the band. The original band was removed and replaced with a new one.

Manufacturer narrative:
Taper unk. The reporter has sent a medwatch to the FDA (B) (4). The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determined the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".